Event description:
It was reported that during the surgical procedure, the tip of the harmonic curved shears insert broke and fell inside of the pt. The tip was retrieved, the planned surgical procedure was completed. It was also reported that the site disposed of the insert. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
Because the harmonic curved shears insert was disposed of the by the site, evaluation could not be performed and no conclusion can be drawn regarding the cause of the insert breakage.